Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no pt harm or injury reported.

Manufacturer narrative:
During the device eval at the mfg service center, errors related to the device's oxygen blending board were observed. The device's oxygen blending board was replaced to address the issue.